Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an issue with the insulin pump and that they were doing water sports. The customer was advised to observe the time on the insulin pump's clock for one minutes. The customer stated that it was unknown whether the time advanced or not. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also reported that the insulin pump was exposed to water and that they were unable to enter the a bolus wizard due to a frozen screen. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer reported that the type of fluid/moisture exposure to the insulin pump was pool. The customer stated that the display went immediately blank after the exposure to moisture. Again, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at reservoir tube window corners and missing end cap sticker.